Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the component, which loads the clip into the jaw, had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. The exact cause of the damage is unknown; however, this type of damage is consistent with what occurs when the device is placed through a trocar while a clip is present in the jaws. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. The epix universal clip applier instructions for use states to "not place the clip applier through the trocar if a clip is present in the jaws." This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "the clip applier was used in a lap chole by dr. (B)(6) it misfired, the clip was removed and the clip applier continued to scissor so another was opened." Patient status- "ok".